Event description:
It was reported that four (4) large volume folfusors underinfused during infusion. The devices were filled with piperacillin/tazobactam, citrate buffer, and sodium chloride solution. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10 date (additional): the devices were delivered to patient on july 03, 2024; events occurred on or after this date. H4: the lot was manufactured between november 27, 2023 and november 29, 2023. H11: four (4) actual devices were received for evaluation with fluid in the bladders. A visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the results were found to be within the product specification range for each device. The reported condition was not verified. The devices were found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.